Manufacturer narrative:
(B)(4). Concomitant medical product: catalog #: 113629, comp primary stem 9mm mini, lot # 64559055. Catalog #: 110031399, mini tray std cocr +0 offset, lot # 64855962. Catalog #: 110031424, cr vivacit-e 36mm brng std, lot # 64833586. Catalog #: 115310, comp rvrs shldr glnsp std 36mm, lot # 396310. Catalog #: 180551, comp lk scr 3.5hex 4.75x20 st, lot # 230770. Catalog #: 115395, comp rvs cntrl 6.5x25mm st/rst, lot # 072000. Catalog #: 180550, comp lk scr 3.5hex 4.75x15 st, lot # 635280. Catalog #: 180551, comp lk scr 3.5hex 4.75x20 st, lot # 348370. Catalog #: 180550, comp lk scr 3.5hex 4.75x15 st, lot # 380320. Catalog #: 110032410, comp aug mini bsplt w tpr sm, lot # 64274365. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was requested but not returned by the hospital. Reported event was unable to be confirmed as no product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of manufacturing records is not required as the reported pain has been attributed to the loosening and scapular notching and will be reflected in the linked complaint. These issues were seen in the CT scan and x-rays. The root cause of the reported issue is attributed to not device related as the reported pain is attributed to loosening and scapular notching which are being investigated through the implants on the linked complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00247, 0001825034-2023-00147, 0001825034-2023-00148, 0001825034-2023-00149, 0001825034-2023-00150, 0001825034-2023-00151, 0001825034-2023-00189, and 0001825034-2023-00190.

Event description:
It was reported that the patient had initial left total shoulder arthroplasty approximately two (2) years ago. Then, about five (5) months later the patient reported pain. Computerized tomography (CT) and radiographs revealed acromial stress fracture healing, superior tilt, scapular notching, loosening of the baseplate, and failure of the reverse baseplate. Two months later, an aspiration was conducted and ruled out infection. A 2-stage revision was planned to place spacers to obtain proper imaging for implants of worn glenoid. Subsequently the first stage revision was delayed due to patient. Consequently, four (4) months later the 1st stage revision was conducted, and the surgeon noted the stem was well fixed and the surgeon opted to keep the stem implanted. Therefore, the surgeon switched the revision to a hemiarthroplasty without spacers. The glenoid was loose and exchanged. Then, about five (5) months later the 2nd stage revision of hemiarthroplasty to a reverse total shoulder arthroplasty was completed. No operative records provided. Attempts have been made and there is no further information at this time.